Event description:
Customer reported the system is displaying collimator iris errors. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the fluoro functions board and calibrated the collimator. System operates as intended. This MDR is related to ge healthcare complaint.